Event description:
It was reported that the customer had a button error alarm and an unresponsive keypad on the insulin pump. Customer's blood glucose level was 111 mg/dl. Customer stated that when she went to give herself a bolus, she noticed a button error on her insulin pump. Customer tried to take out the battery, but it did not resolve the issue. None of the buttons are working on the pump. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. The insulin pump passed the displacement test. The insulin pump has cracked case near lcd window corner, cracked lcd window, cracked belt clip slot, cracked reservoir tube lip, cracked battery tube threads, stained address serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).